Event description:
In (B)(6) 2013 (exact date unknown), a patient was implanted with a gore acuseal vascular graft. Recently (exact date unknown), the patient presented with a clotted graft. The nephrologist attempted to declot the graft at the venous outflow. It was reported the graft ruptured and was explanted.

Manufacturer narrative:
Additional information was received about event occurrence, including implant and intervention dates.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® acuseal vascular graft in the left upper arm. On (B)(6) 2013, a thrombectomy was performed at the venous outflow. Rupture at the graft-vein anastomosis was confirmed after a 4fr catheter was placed at the site of extravasation and 2ml contrast showed no flow into the outflow vein. It was reported the balloon may have been oversized, resulting in anastomosis disruption. The physician was able to re-sew the anastomosis (suture pullout).

Manufacturer narrative:
Selection is corrected. 'Other' was inadvertently selected in follow-up(1) report.

Manufacturer narrative:
Corrected to 'serious injury'.